Event description:
It was reported that the patient stated that the device never really worked since he had it put in. It was noted that it never really got rid of the pain. It was noted that they had to keep turning it up higher since the battery was low. It was noted that the patient had been cut off from his doctor but would contact him to see if he would take the device out.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).